Event description:
It was reported that during preparation for pulse generator implant, intermittent rf telemetry was observed. The device was not implanted.

Manufacturer narrative:
UDI (di): (B)(4).